Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d medical device brand name. Serial number is not reported in complaint. Per swi, (B)(4) complaint investigation, if serial number not available, then complaint history review (chr) is not required. Serial number is not reported in complaint. Per swi, (B)(4) complaint investigation, if serial number not available, then device history review (DHR) is not required. Upon investigation of the actual device used in this incident, it was determined that the patient room was not updating in pyxis server. A technical support specialist (tss) dialed into the server and reviewed healthsight viewer (hsv) and pes sync information 2.0. Although synchronization appeared delayed, the device was confirmed to be syncing. Further investigation was initiated with assistance. The customer was contacted for verification and confirmed that the issue has been resolved. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported by the customer that a generic bd pyxis¿ es server did not update with patient room, preventing user from removing the required medications. The customer stated that there was a delay roughly 5 minutes since the medications retrieved from pharmacy. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a generic bd pyxis¿ es server did not update with patient room, preventing user from removing the required medications. The customer stated that there was a delay roughly 5 minutes since the medications retrieved from pharmacy. There were no adverse events or injuries reported based on this event.